Manufacturer narrative:
(B)(4). An empty opened foil and a ventral patch of product code pvps, lot # ld8bwrb0 were returned for analysis. During visual inspection of used sample, body fluids on the implant and detachment of the wing from load ring was observed at the device. In addition, the welding of the load ring was damaged in a corner. The separation of the wings at the welding area of the load ring may occur during handling. Therefore, the pds components are broken into fragments and a blue suture is visible which fixated the wing with the bottom mesh. As the pvp product is absorbable and was returned opened, during our investigation the sample started to separate into their components, due to degradation process of the mesh has already begun. According to the sample condition, the assignable cause could not be determined.

Manufacturer narrative:
Pc-(B)(4).

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent umbilical hernia procedure on (B)(6) 2017 and mesh was used. During the procedure, the mesh broke during implantation. The procedure was completed with another device of the same product code. There were no adverse patient consequences reported. No additional information was provided.